Event description:
The customer reported suspected turret error, power problem with the visera pro xenon light source. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: front panel flashed due to high brightness motor failure. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found front panel flashes due to high brightness motor failure, power does not turn on due to converter failure and high brightness does not work due to wear of the detection lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomena were reproduced; phenomenon (1): ¿the front panel is blinking¿ occurred due to failure of the high brightness motor. Additionally, phenomenon (2): ¿the power cannot be turned on¿ occurred due to failure of the converter. It is unknown what caused the failures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.